Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) developed hematoma and had an erosion. Hematoma evacuation followed by manual ice system extraction was performed. The pacemaker was explanted. No additional adverse patient effects were reported.